Manufacturer narrative:
Device evaluation: h6, updated conclusion codes. The substrate nozzle unit was returned to tosoh instrument service center for investigation. Substrate replacement was performed two times with the returned part on the test bed analyzer. Additionally, precision test was performed using mac level 3 controls. All results were within range. Functional testing could not confirm the reported issue or failure of the substrate nozzle unit. The probable cause of the issue could not be determined.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse could not confirm or reproduce the issue. The customer had completed a decontamination of the analyzer prior to fse's arrival. The fse replaced the substrate nozzle unit and performed a periodic maintenance on the analyzer as it was due. Calibration and precision were completed. The aia-360 analyzer performed as expected and returned to operation. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), (B)(6) 2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The st aia-pack intact pth analyte application manual states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The probable cause of the issue is attributed to a faulty substrate nozzle unit.

Event description:
A customer reported fluctuating intact parathyroid hormone (ipth) control results on the aia-360 analyzer. The customer recalibrated but the issue persisted. The customer had performed precision study on level I and ii controls. Analyzer is down. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.